Event description:
On (B)(6) 2015, the reporter contacted animas and made an allegation of inaccurate delivery. The patient had a blood glucose of 355 mg/dl with moderate ketones. The customer was unable to troubleshoot the pump. This complaint is being reported as the patient experienced hyperglycemia related to alleged inaccurate delivery.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.